Event description:
The facility returned the device for service. During service, the baxter repair technician noted depleted main batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted main batteries was confirmed on site at the customer location by a field service engineer. The main batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue the issue is currently being investigated. Service of the device was conducted on-site.